Event description:
Boston scientific received information that during another manufacturer's device change out procedure this implantable defibrillation lead exhibited high out of range shock impedance measurements when the superior vena cava (svc) coil was included in the shocking configuration. Measurements were within range when the svc coil was taken out of the shocking configuration. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.